Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported receiving a "sensor ended" message on the adc device and was unable to obtain readings. Which led to being unable to obtain readings and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced symptoms of hypoglycemia. As a result, the customer was unable to self-treat and had to go to the hospital where they were administered insulin intravenously as treatment "but unsure as they were too sick" by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.